Manufacturer narrative:
(B)(4). Additional information: the assignable cause for the reported problem of a colleague infusion pump with a damaged battery was determined to be depleted batteries resulting from user error.

Manufacturer narrative:
The condition of damaged battery is confirmed due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.